Event description:
A peritoneal dialysis (pd) patient experienced abdominal pain and cloudy effluent. The cause of the events, treatment, patient hospitalization and action taken with pd therapy were not reported. At the time of this report, the patient outcome was unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.